Event description:
It was reported that a travel reverse error was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the service and repair. A product sample was received for evaluation. Functional and visual testing were performed. Both tamper seals were intact. The investigation found the ear clip was broken. The pump event history showed a was travel course error- check clutch/plunger lever error in history. The reported issue could not be verified after multiple flow and occlusion tests. The cause of the reported issue was not duplicated during investigation. The root cause was unable to be determine. The technician replaced the damaged ear clip. Performed function and delivery tests which passed